Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1500359 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples that are fired only grab from one side; they do not fold properly on one side. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; lot # was not confirmed with sample, stapler was received with remaining staples. During visual inspection the component looked well assembled, no stuck staple in tip of the cartridge. Failure mode does not grab skin proper was not confirmed with sample received during visual inspection. Functional inspection: stapler was activated and staples loaded, closed & released properly. Failure mode "does not grab skin properly" reported by the customer was not able to be duplicated with the remaining staples received properly. Samples received did not confirm the defect reported by the customer "does not grab skin properly" during visual inspection. A functional inspection was performed with stapler; three staples closed & released properly. In addition, stapler was fired on a rubber material (sponge) and all staples fired/closed without problems; 22 staples closed properly, the devices worked properly. Therefore, a corrective action is not required at this time.

Event description:
Alleged event: the staples that are fired only grab from one side; they do not fold properly on one side. The patient's condition was reported as fine.